Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. However, replace battery alarm, replace battery now alarm, power loss alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, keypad overlay texture damage and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery and it lasts at the most 3 hours. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.